Manufacturer narrative:
(B)(4). D4 - primary unique device identification (UDI) number is not applicable as both the item and lot numbers of the device are unknown. G2 - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision surgery due to unknown reasons. Due diligence is in progress for this complaint; no additional information or product has been received at the time of this report.

Event description:
It was reported that during the second stage of a planned two-stage revision procedure performed due to infection, the cemented shell and bearing were revised. The shell had been implanted as a temporary spacer during the first stage of the procedure.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, a4, b4, b5, b7, d1, g3, g6, h2, h6, h11. Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because the implanted product was only used as temporary spacer during antibiotic therapy for a pre-existing infection. The temporary implants were replaced with permanent implants when the infection was eradicated and there was no reported failure or malfunction with the device. Given this information, this medwatch will be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.